Manufacturer narrative:
UDI: (B)(4). It is unknown if a sample will be returned for evaluation. A supplemental MDR will be submitted upon completion of the investigation.

Event description:
It was reported that the suspect device was sticking out of the plastic and out of the packaging. An employee went to use the device and received a needle stick injury.

Manufacturer narrative:
Section h, device evaluation: result - one sample was returned for evaluation. The returned sample was visually examined for customer¿s reported issues. Sample revealed double cannula. The extraneous cannula was found between hub and shield, adhered to excess adhesive on hub and through blisterpack bottom web. The extraneous cannula may have caused needle stick injury. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 6152917. No notifications were written for this batch, nor for the associated assembly batch. This device was manufactured in august 2016. Conclusion- a potential root cause is a mis-assembly at the cannulation operation causing a double cannula. A needle misses the hub, and falls on to the adjacent needle on the rack. If the operator does not see it, the epoxy cures, and the second cannula sticks to the assembled needle. The dvt camera that inspects for epoxy may catch this defect if the defect is on the side facing the camera. It is essentially the responsibility of the assembly associate to monitor for these defects, correct the issue, and remove the affected needles. The cannula assembly area on the nip lines are being modified to prevent mis-assembled cannula from accumulating, and possibly causing double cannulae.